Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-00200. It was reported the patient is not receiving stimulation in the correct area. Lead diagnostics revealed multiple high impedances. Reprogramming was unable to resolve the issue. An x-ray was taken and showed the leads were lower than where the patient's headaches are, however the physician is unable to determine if the leads had migrated as the x-ray is not available from the implant procedure. The patient underwent surgical intervention on (B)(6) 2017 where the entire system was removed and replaced. The patient is receiving effective stimulation in the correct areas at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-207-00200.